Event description:
The customer reported that insulin was coming out really slowly from the insulin pump. His blood glucose was 280 mg/dl. The customer was advised to take the reservoir and infusion set connection out of the pump and prime with the plunger. He stated he saw insulin come out. When the same process was performed with the insulin pump, insulin did not come out. The customer was advised to check for leaks on the reservoir and tubing, but none were found. He then was instructed to run 10 units on the fixed prime while placing the insulin pump over paper towels, covariant the trajectory of the tubing. No leaks were found outside or inside of the pump. He tried another set and reservoir and the same thing occurred. The customer stated it was hard to see if the tubing was making contact with the back of the reservoir but believed it was. During a displacement test, the pump alarmed no reservoir and the customer indicated the piston only moved halfway out. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)